Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device. The patient visited the hospital due to a large skin ulcer, treatment included 500mg co-amoxiclav (oral) for 5 days followed by inpatient IV co-amoxiclav over 4 days. The patient was released after 4 days. The pod was discarded. This is incident 1 of 2.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.